Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours. After normal background insulin use earlier in the day, blood glucose levels rose progressively, despite boluses, after the patient ate dinner. The patient stated that the cannula was inserted in the skin during wear, the pink slide did move forward, insulin was not smelled or felt on the skin, no alarms or alerts were received, and the adhesive was secure during wear. When the pod was removed from the infusion site (left upper arm), the pod's cannula was found bent. No method of treatment was reported.